Event description:
It was reported that there was early battery depletion. It was also reported that the patient alert triggered for recommended replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. It was noted that the device projected to last 58% of its expected longevity. The device is part of the advisory for this model.